Manufacturer narrative:
On 16-jun-2025, the mentor failure analysis lab received the device for evaluation. On 23-jun-2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a rupture occurred in the breast implant. The patient also developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak test. Visual analysis of the returned device revealed that the breast implant was found to be intact. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet the american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-mar-2026, mentor received additional information about the event. The patient¿s explanted breast prosthesis was replaced with a mentor memorygel breast implant gel breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-apr-2026, mentor received additional information about the event. Ultrasound results indicated two small simple cysts on the right breast. An intracapsular peri-implant effusion was noted as well. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture, capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction procedure with a mentor memorygel breast implant 300cc gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s right breast prosthesis was diagnosed via ultrasound. Additionally, the patient developed baker grade iii capsular contracture in her right breast. As a result, the patient underwent explantation on (B)(6) 2025.